Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th april 2026, it was reported by an arthrex employee via email that for an ar-2326bcc, suture anchor, biocomposite swivelock®, 3.9 x 17.9 mm, ve5, the anchor broke during use as the bone was too hard. This was detected during use in an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient was hard.